Event description:
Customer called hologic technical service (ts) to report getting three samples that tested positive for sars-cov-2 on initial testing retested negative on the panther instrument sn (B)(4) using assay master lot 307201. Customer did not report out the results and waited for ts to review the logs.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and did not see any instrument issues. Sample aspiration and dispense curves for the initial and retest samples were normal. Pas noted that the samples may have been low target that did not repeat upon retest or the sample was mishandled/contaminated. Medical service liason (msl) and field application specialist (fas) team discussed the results' interpretation with the customer. Customer decided to report out all three samples as negative results.